Manufacturer narrative:
Additional reporter information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump alarmed, was not infusing, was in stop mode and all programming was lost. It was reported that the length of time medication was not delivered was unknown. Patient was reported to have no distress and to have switched to their backup pump to receive the remaining infusion volume. It was reported that the medication was life-sustaining and was administered continuously via a subcutaneous route. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was not able to be verified. Inspected the pump and performed functional tests, it passed all tests. Further investigation of the pump determined that the device had no issue with being unable to infuse and programming being lost. Therefore, no problem found with the issue. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.